Event description:
It was reported that the user experienced persistent hyperglycemia up to 401 mg/dl associated with therapy interruptions, delayed responses to pump alerts, repeated insulin delivery pauses near 68 mg/dl, missed or limited meal announcements, and a suspected infusion set issue evidenced by pocket wetness and possible insulin leakage; education included proper use of meal announcements and guidance on managing severe hyperglycemia with temporary pump pause and injection if needed. Symptoms included episodes of hyperglycemia and intermittent hypoglycemia. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure or method, and considerations involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.